Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a thoracotomy procedure, there was a post op hemorrhage. Three staple lines were performed with a sc45a and three cartridges. Because of a post op hemorrhage, they had to reoperate on this patient at the end of the day. Three liters of blood was in the patient abdomen. They performed hemostasis with a stapler and manual sutures. Three reloads were discarded.